Event description:
Reported by the customer as: bad door latch is causing the device to free flow.

Manufacturer narrative:
Actual device from complaint was evaluated. Results: a visual inspection of the exterior and interior of the pump was completed, finding multiple signs of damage, including the platen/door. Conclusions: the pump being dropped by a user directly caused the damage, which is directly related to the free flow the customer experienced.